Event description:
It was reported the pt was a female (B)(6) and was in the intensive care unit (ICU). We became aware on 07/18/2011 that this event is reportable. New information received indicated the pt was a female (B)(6). The insertion site was the left internal jugular vein and the product was an arrow quad lumen central venous catheter (cvc). The event occurred in the ICU. The catheter was inserted under aseptic technique. Nor-adrenaline was connected to the catheter. After a short time, there was no improvement in the blood pressure. It was then noted that the brown connection had come away from the lumen, the nor-adrenaline was not infusing because of this. The lumen was clamped and the infusion transferred to another lumen. It was decided the pt was too unstable to attempt another line insertion. The pt died the next day. We do not feel that the line malfunction was a contributory factor. Additional information received on 07/29/2011 from the distributor stated that the nurse caring for the pt in this case, determined that the pt's death was caused by an underlying condition and was not as a result of the product failure.

Manufacturer narrative:
(B)(4). Sample will not be returned for evaluation.